Event description:
It was reported that a clinical study patient experienced a stoke/neurological complication 3 days post implantation of the edwards' aortic bioprosthesis. Right hand grip very weak in comparison to left. All facial movements normal. CT of brain showed subacute left cortical precentral gyrus infarct. Event review indicates patient experienced transient neurological deficit. On pod 1, patient had right upper extremity weakness, on days following, experienced confusion and agitation. Patient recovered without medical therapy.

Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The available information suggests no quality deficiency of the edwards' device that may have caused or contributed to this event. Also, imaging tests indicate no malfunction of the implanted aortic valve. It is likely that this event is related to patient's medical history, and condition post aortic valve replacement surgery.